Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise. Isometrics was performed and they were able to re-produce the noise in all three vectors. An x-ray was performed, and the device was found to have migrated more anterior since implant. Technical services (ts) was consulted to review device data. Ts reviewed data and confirmed there was myopotential oversensing. The device was noted to be programmed to primary vector with 2x gain. Additionally, there was observations of low r waves. Subsequently, the electrode was explanted and replaced. The lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise. Isometrics was performed and they were able to re-produce the noise in all three vectors. An x-ray was performed, and the device was found to have migrated more anterior since implant. Technical services (ts) was consulted to review device data. Ts reviewed data and confirmed there was myopotential oversensing. The device was noted to be programmed to primary vector with 2x gain. Additionally, there was observations of low r waves. Subsequently, the electrode was explanted and replaced. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field d6b. Explant date.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise. Isometrics was performed and they were able to re-produce the noise in all three vectors. An x-ray was performed, and the device was found to have migrated more anterior since implant. Technical services (ts) was consulted to review device data. Ts reviewed data and confirmed there was myopotential oversensing. The device was noted to be programmed to primary vector with 2x gain. Additionally, there was observations of low r waves. Subsequently, the electrode was explanted and replaced. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of migration, inappropriate shock, and oversensing is a known inherent risk of the lead and is noted within the lead instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of the known inherent risk of lead.